Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG monitoring stress testing without duplicating the report. The defib cable receptacle was inspected and evidence of fretting was observed on the pins. The defib cable receptacle was replaced as a precaution. The multifunction cable (mfc) was not returned for evaluation. A replacement mfc was returned with the device with instructions to discard the original mfc as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.